Event description:
The customer reported an audio defect. No pt harm was reported. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: see scanned page.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.